Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery, when inserting the screw in the patient the driver tip broke. The broken metal piece was retrieved. The surgery was completed after a 5-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00533 for the driver involved in this event.